Event description:
It was reported that a patient presented with high defibrillation impedance notes on the patient's right ventricular lead. Further lead evaluation was recommended. No adverse patient consequences were reported.